Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: where was the area of bleeding? What other method were used to obtain hemostasis? How many days post-op was the re-op? What is the current patient status?

Event description:
It was reported that after an open hepatectomy procedure the patient did not appear to be doing well in recovery. The customer placed a drain and the patient did not improve. The surgeon then re-operated and found a 6 liter hematoma in the area where the device was used. The patient required a transfusion, but it was unknown how much. The patient is currently stable and still in the hospital. It was unknown how long after the procedure this occurred. There was no issue with the device during the procedure.